Manufacturer narrative:
Patient may have experienced a possible burn. It was relayed that ice was applied to the treatment area as caution. The treatment area showed crusting 24 hours post treatment and returned to normal. A trained cynosure lutronic field service engineer evaluated the device and found the fiber was broken. To correct the problem, the fiber was replaced. It is unknown how the fiber became damaged. This is considered an accidental radiation occurrence (aro) since laser can inadvertently fire out of broken fiber. This event is reportable since a device malfunction occurred and it if were to reoccur, it could cause a serious injury.

Event description:
It was reported that operator heard a crackle sound and saw a flash of flame while using clarity ii during a vessel treatment training.